Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer (fse), the issue was resolved by replacing the device control printed circuit (pc) board. The replaced pc board was returned for investigation, the device logs shows that the device restarted several times during ventilation before the reported technical alarms indicating disabled valves and internal memory error. Our investigation of the returned pc board confirms the reported issue, the device restarted several times during ventilation. The investigation findings do not lead to a clear conclusion about the cause of the reported event. The issue was resolved after the replacement of the pc board, we conclude the problem to be most likely related to a hardware error.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for disabled valves and an internal memory error. There was no patient involvement. (B)(4).